Event description:
The user reported that the hematocrit saturation module would not function as expected and a reading could not be obtained. As a result, an alternative device was employed. No other details reporting the nature of the event were provided.

Manufacturer narrative:
Eval in progress, but not yet concluded.